Event description:
It was reported when the health care provider went back in to put in the new pump, he found that the tubing needed to be replaced. Per the patient, the hcp was "mad" because of this. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
It was reported that the pump and catheter were replaced. It was indicated "pump placed in (B)(6) 2011 with infection and removal of pump." The patient has not been seen by the hcp since (B)(6) 2011.

Event description:
Additional information received reported the tubing was ¿messed up.¿ the pump and catheter were replaced on (B)(6)-2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731sc, serial # (B)(4), implanted on: (B)(6) 2010, explanted on: (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4).